Event description:
There was difficulty in accessing the contralateral limb. On at least 2 occasions the 18fr sheath slipped out of the vessel causing the patient to lose over 3 liters of blood and was transfused. Three days later, according to the clinician, the patient was doing fine.